Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon had pinholes and was leaking air. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon had pinholes and was leaking air. There were no patient complications as a result of this event. It was further reported that 60% stenosed target lesion was located in the mild tortuous and mild calcified vessel in the forearm. The balloon ruptured upon first inflation at 22 atmospheres for 5 seconds.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). A1: patient identifier: updated.